Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (cva/stroke); patient's condition affected effectiveness of device (pre-existing co-morbidities). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (pre-existing co-morbidities).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 40 mm diameter x 24 mm length thoracic aortic aneurysm approximately six weeks ago. The aorta was 28 mm in diameter 2 cm proximal to aneurysm, immediately proximal to the aneurysm it was 25mm, immediately distal to the aneurysm it was 23mm and at the celiac axis it 20mm in diameter. There was no tortuosity, calcification or thrombus present in the aneurysm neck. It was reported that the patient had a cva (stroke) two days post implant. The investigator states that the stroke was related to the study procedure, but not related to the stent graft. Treatment is on-going; patient will be monitored by a neurologist, and ophthalmologist. A CT head was performed. No additional clinical sequelae were reported.